Manufacturer narrative:
No product was returned to medtronic associated with this complaint; the reported issue was related to scd comfort sleeve knee length medium. Since no product was returned, neither visual inspection nor functional evaluation was able to be performed. The lot number was not available to determine the manufacturing date or the expiration date of the product. A review of the device history record could not be performed because a valid lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released. The reported condition could not be confirmed, since no product was returned. Since no product was returned it is not possible to determine the root cause. A corrective action is not applicable at this time. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an scd comfort sleeve. The customer states that after 24 hours of use the red print of the sleeve ended up on the patient's skin. The patient had itchy skin and had dermatitis but it is unknown if any medical treatment was done. Product was used to barefoot.